Event description:
It was reported that during testing at the user facility, the drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the rotor was found to be damaged, which may lead to increased friction. Increased friction is a probable cause of the reported overheating.